Event description:
Patient presented with pain at the submandibular gland. Physician prescribed steroids. .

Event description:
Patient presented back to the physician with pain at the submandibular gland, pain from the stimulation lead, and infection. Physician brought the patient into the operating room and removed the entire inspire system.